Event description:
The user facility reported a patient in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump accidently slipped into the patient's aorta. Despite best practice and recommendation, as doctor felt that it would be too hard to cross it back into the left ventricle, the pump was left in the aorta and placement alarms were disabled.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.